Event description:
It was reported that the customer experienced a broken screen on their pump, rendering the touchscreen non-functional and unreadable. The customer's blood glucose level was recorded at 170 mg/dl, which is within the normal range. No additional customer actions were mentioned, but the pump was accepted for return, and a replacement pump was provided.